Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented to the hospital for a pacemaker system extraction. The pacemaker pocket had eroded. The system was extracted successfully, and the patient was in stable condition.